Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." The home patient (hp) reported that he has to exchange 3000ml as soon as he wakes up. The patient also feels bloated. Product surveillance contacted the nurse on (B)(6) 2010. The nurse is aware that the patient has been having issues. The patient had a CT scan to check for placement and pressure as he has complained of feeling bloated. The patient's fill volume is 1800ml and the last fill is 1500ml. The patient also does manuals during the day of 1500ml. The nurse stated they are still working with the patient and the doctor to make sure the patient is more comfortable during therapy. According to the nurse, the patient may have drained 3000ml because he forgot to perform his manual drain. The nurse stated that the patient resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available at this time. Should additional information become available a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available a follow up MDR will be submitted.